Event description:
Reporter states that they noticed an increase in the number of guide wires that are bending during x-change procedures, causing major difficulty removing some through the trial. There was no adverse consequence for the pt.

Manufacturer narrative:
Evaluation results indicate that this event would not be device related but rather would be associated with user technique.